Event description:
A user facility has called in to report that the leg rests will not go down on this device. No reported injury.

Manufacturer narrative:
(B)(4) - modelt4, serial number/date code (B)(4) is approximately one month old. The owner's manual part number 1110558 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event, however, no further information has been received. The malfunction has not been confirmed. A call was placed to the reporter of the event, no further information has been obtained.